Event description:
It was reported by the affiliate that the clip jumped off the jaw from the first firing. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.